Event description:
The miradry procedure performed by my dermatologist to treat hyperhidrosis caused breast tissue to migrate to my underarms, leaving painful lumps. Miradry denies the connection. I am not the only female patient to experience this side effect.